Manufacturer narrative:
This report is being supplemented to provide the device manufacture date. See h4.

Manufacturer narrative:
This combined initial and supplemental report is being submitted to provide the initially reported failure. As well as, results of the manufacturer¿s investigation. A device evaluation, as well as, a historical trending analysis were conducted, during this investigation. Based on the results of the investigation and the condition of the returned device. It is believed, that the reported failure mode was a result of a faulty printed circuit board. This component was replaced. Olympus will continue to monitor the field performance of this device.

Event description:
While, evaluating a returned olympus high flow insufflation unit. It was discovered, that parts of the led light on the front panel¿s digital display were not functional. There was no patient involvement, during this event.